Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and review the logs. The se found in the logs, the batteries showing an inadequate charge or inoperable. The se replaced the batteries and the ac (alternate current) power/controller. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator screen was blank and not ventilating as it "appeared to be in a power off condition." Reportedly, the ac (alternate current) power cord might not have been fully plugged in. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury or harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the breath delivery power controller, breath delivery power distribution boards, and two batteries were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.